Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ipp underwent a thorough analysis. The cylinders were visually and microscopically examined. Both cylinders had wear at folds in the center of the cylinder bodies. The first cylinder had sharp instrument damage consistent with explant; therefore, it was not pressure tested. The other cylinder passed all tests performed. The pump was visually and microscopically examined, and functionally tested. The pump did not pass activation testing. Product analysis confirmed that a pump anomaly likely led to the explant of this device.

Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and a pump anomaly was confirmed.